Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is successful and the patient was stable after their procedure.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing performed found the device exhibits normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.